Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument got stuck on tissue. The caller as unsure what universal surgical manipulator (usm) the vse was being controlled by when this occurred but that he thought the manual release kit (mrk) was used and instrument removed and replaced. Stuck instrument occurred again with a second vse at some point later in the procedure. It is unknown if the second occurrence was with the same universal surgical manipulator (usm) or different. No related errors in logs. Technical support engineer (tse) advised that there was no recoverable faults in logs so if user attempted to use mrk resulting in it likely would have not released tissue. The caller commented they possibly didn't use mrk. Caller noted the case converted to lap but caller was unsure if it was related to the vse or simply because it was a tough case. Isi followed up with the initial reporter and obtained the following additional information: the case was converted to open. There was no injury to the patient. The vessel sealer worked for 5-10 minutes. The customer used the release mechanism to open the jaws. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. The instrument was returned. The patient demographic information was provided.